Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately when the customer's blood glucose (bg) level was 200 mg/dl. Additionally, it was reported the pump software did not suspend insulin delivery when the customer experienced a low bg; value was not provided. No additional patient or event information was available.